Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following a recent fall, it was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on the right lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction: d4 device information has been updated. The serial number should have been (B)(6) rather than (B)(6). The lot number should have been a000123004 rather than a000123149. The expiration date should have been (B)(6) 2024, rather than (B)(6) 2024. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the left lead was the actual lead with high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the left lead was replaced to address the issue.